Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings:a review of the black box did not show any evidence of short battery life or any activity outside normal use. The returned battery cap was used to complete investigation. The pump powered on normally and did not draw excessive current. The pump successfully completed ez-prime steps. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.